Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed with naked eye and magnification which identified the pouch open at the seal (transfer observed on pouch that is indicative of a seal). Functional testing of the device included leak testing, clear passage testing, clamp function testing and simulated-use testing. All functional testing performed with acceptable results.  A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was verified; however, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bottom of the overpouch of the transfer set was found to be opened before use. There was no patient involvement. No additional information is available.